Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a pelvic floor repair procedure on (B)(6) 2006. The pt experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.